Event description:
Baxter product surveillance received notification of an incident from the international affiliate in 2007. Baxter reported a spike was broken during removing from a spike port by clean flash after 120 days of use. The sample is available and has been requested. No patient injury or medical intervention was associated with this incident per the international affiliate.